Manufacturer narrative:
(B)(4). A follow-up will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx front rubber arrow buttons are broke. There was no patient involvement.